Event description:
It was reported by service report that the velcro was missing from the litter skin and the mattress was sliding off from the litter. No pt involvement or adverse consequences are reported.